Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. Date of issue is an approximation. The sensor was inserted into the upper buttocks on (B)(6) 2018. The patient's mother stated the dexcom receiver was reading in the 100's mg/dl all night. Before the patient's mother could calibrate the dexcom system, the patient began to vomit and went into diabetic ketoacidosis (dka) and was rushed to the hospital. When they arrived at the hospital, the patient's bg was checked and it was 709 mg/dl. The patient was admitted and treated for dka with intravenous (IV) therapy of insulin. It was indicated that the patient responded well to treatment and was released from the hospital. Additionally, the patient's mother indicated that the patient's dka was caused by a kink in the catheter on their insulin pump and the patient was not receiving insulin at all. At the time of contact, the patient was at home resting. Data was received for evaluation, data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data. Reportedly, the patient did not calibrate after the inaccuracy. Labeling indicates: if the cgm values are outside the 20/20 range, calibrate again.